Event description:
A trilogy evo ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed an active exhalation control module verification "system leak verification: pressure drop over 10s" test step. The technician replaced the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue. After replacing the components, the device presented a ventilator inoperative error codes indicating both the outlet and monitor pressure sensor failed. Therefore, the technician recommends replacing the system board to resolve the issue. The service center will order and replace the system board. If additional information becomes available a supplemental report will be filed.